Event description:
It was reported that the unit experienced an e-1 error and has a ballast problem.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.